Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2025. It was reported that final tightening a system screw during a lumbar fusion procedure, the distal tip of a system screwdriver was broken and requested to be replaced. There was a minimal delay in treatment and no known patient complications associated with this complaint. An alternate available instrument was used to successfully complete the procedure. A return authorization number was issued for the return of the complaint instrument, which was received at the manufacturer for assessment on (B)(6) 2025.

Manufacturer narrative:
A visual assessment of the returned system screwdriver showed an instrument with repeated use, as identified by surface scratches and worn laser marking. The distal tip of the instrument was fractured and not present as reported. A functionality assessment was not performed due to the damaged condition of the returned driver, which was removed from distributable inventory. A DHR review was performed for the lot and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 06/03/2020. The torque limiting handle that was connected to the driver when the malfunction occurred was returned with the driver. After assessment and testing of the torque limiting handle, it was found to be not limiting torque as intended (should limit applied torque at 80 in/bs, and consistently tested over the limit at 107, 124, 120, 117 in/lb). The root cause of the broken distal tip was determined to be excessive rotational force due to utilization of the out of calibration torque limiting handle. It may also be possible for the distal tip of the screwdriver to be broken if the screwdriver was shifted out of alignment while engaged with a system implant screw. There have been two other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of malfunctioned system instruments and perform complaint investigations as appropriate.